Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during one week post-implant check on (B)(4) 2015, review of the implant memories. (Aida) revealed that an episode related to mode switch from aai to ddd had been recorded in device memory due to the pause criterion (dated (B)(6) 2015). At the end of the programmed pause (2 seconds), a ventricular pacing event occurred but ventricular capture was not observed on egm. In addition, the device was programmed with av delay of 220ms but in this episode av delay of 101ms and 109ms were observed. Note that the device mode was re-programmed from ddd to safer-r mode with the sensors activated in twin trace on (B)(6) 2015 (implantation date).

Event description:
Reportedly, during one week post-implant check on (B)(6) 2015, review of the implant memories (aida) revealed that an episode related to mode switch from aai to ddd had been recorded in device memory due to the pause criterion (dated (B)(6) 2015). At the end of the programmed pause (2 seconds), a ventricular pacing event occurred but ventricular capture was not observed on egm. In addition, the device was programmed with av delay of 220ms but in this episode av delay of 101ms and 109ms were observed. Note that the device mode was re-programmed from ddd to safer-r mode with the sensors activated in twin trace on 6 (B)(6) 2015 (implantation date).